Event description:
Heparin saline flush interlink cartridge is supplied with a purple syringe cap which is identical to the cap used for sodium chloride interlink cartridge. This similar packaging is leading to errors.